Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out. Batch record review did not identify any issue related to the problem statement.

Event description:
It was reported that a broken plunger occurred before use with a ultrasafe plus x100l. The following information was provided by the initial reporter, "once the package was opened, the plunger fell to the ground."